Manufacturer narrative:
Clinical investigation: a temporal relationship exists between the pd therapy with the liberty select cycler/liberty cycler set and the patient¿s peritonitis event. However, there is no objective evidence that a liberty select cycler/ liberty cycler set malfunction or product deficiency was associated with this event. The cause of the patient¿s peritonitis cannot be determined with the limited information available. However, peritonitis is a well-known potential complication in pd patients due to many potential etiologies. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A nurse reported that a peritoneal dialysis (pd) patient had peritonitis. The intake form notes a check off that the machine (not specified) did not alarm appropriately. However, it is unknown if this was an error as there are no known machine alarms for peritonitis. It was marked that the patient had a side effect/reaction (of any type) and did require medical intervention. However, there was no noted report of a specific side effect or reaction the patient may have had, if any and no specific documentation as to what medical intervention the patient required. There were no other specific issues reported with any fresenius products in relation to the peritonitis event. Additional information was requested but to date, has not been provided.